Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had evidence of atrial noise which seems to be related to minute ventilation (mv) sensor oversensing. When the mv signal is observed on an electrocardiogram it is due to a high impedance scenario. In addition, there was evidence of baseline right ventricular (rv) lead noise on both the shock and pace channels. An x-ray shows no clear evidence of lead impairment. However, there is some excessive coiling at the device level and some kinking at the venous entry site level potentially causing additional stress on the leads. Boston scientific technical services (ts) recommends performing isometrics and pocket manipulations while evaluating the right atrial (ra) lead impedances. Ts also recommends disabling the mv sensor and all mv related trends. No adverse patient effects were reported.

Event description:
Additional information received indicates that this patient is being treated at (B)(6). The treatment plan was not communicated to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.